Manufacturer narrative:
(B)(4). No replacement product needed at this time. Product is working as designed. No product problem reported by customer. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Customer called and states that she checked her neighbor blood sugar with her meter and the meter read hi. Customer wanted to know what hi meant. Customer was informed what hi meant and was going to take her neighbor to the hospital. Customer did not get a hi with her blood. The customer states she was trying to help her neighbor. Customer was not able to continue with the call and no further information was able to be obtained.